Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, erosion was noted near the device pocket. The pacemaker was explanted, sterilized, and implanted again. The patient was in stable condition.